Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 496 mg/dl but his sensor glucose reading was 128 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. He received a sensor and a calibration error. He had recurring issues with his sensors. The sensor cannulas were bent. The product was not returned. Nothing further to report.